Manufacturer narrative:
Should additional information become available, this event will be updated and resubmitted.

Event description:
Boston scientific received information that this left ventricular (lv) lead was attempted to be implanted. Difficulty was experienced to gain access and obtain a stable position. An acceptable threshold was not achieved and loss of capture was observed. A dissection was reported with the associated balloon catheter. Therefore, the implant was abandoned and the lv port was plugged. No additional patient effects reported.